Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump when they were trying to change the infusion set. The customer's blood glucose level was 153 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the insulin pump. Customer stated that they are anle to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.